Event description:
A hospital in the (B)(6) reported that an rt340 adult breathing circuit had a tear in the expiratory limb, just below the y-piece. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 expiratory (evaqua) limb was not returned for evaluation. Our investigation is thus based on photographs provided by the hospital and our knowledge of the product. Results: visual inspection of the photographs of the evaqua expiratory limb revealed that the circuit had been stretched and damaged, near the y-piece. A lot check could not be performed as no lot number was provided. Conclusion: we were unable to determine how the evaqua limb came to be damaged. All rt340 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. In addition, tube weighing and bond strength testing are performed every 15 minutes. Any breathing circuit which fails any of these tests is discarded. This suggests that the subject breathing circuit was damaged after it was released for distribution. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers. The user instructions supplied with the rt340 breathing circuit state: -perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; -set appropriate ventilator alarms; -fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage.